Event description:
Vra139 was tested and resulted all cells 1-3+ positive, except cells 2 and 11 which were negative. Customer could not identify an antibody, but customer was able to rule out anti-jka with cell 1 of the screening cells and cells 2 and 11 of vra139 resulting negative. The sample was sent to a reference lab. The reference lab reported the sample contains anti-c, anti-fya, anti-jka, and anti-cw. Liss/peg testing was performed.

Manufacturer narrative:
Ocd performed retained testing and a batch review. Satisfactory results were observed.(B)(4).